Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the hospital made a decision to exchange the pt's pump due to suspected thrombus.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and the analysis confirmed the reported event of suspected thrombus. Examination of the inlet stator and the blood tube/rotor inlet section revealed white, denatured thrombus rings adhered to the inlet bearing cup and around the inlet section of the rotor. The thrombus rings appeared to form in laminated layers, which is an indication that they grew over an undetermined amount of time while the pump was supporting the pt. The thrombus rings found on the inlet bearing cup and on the inlet section of the rotor were similar in color and structure and may have been a single formation prior to disassembly of the pump. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no abnormalities were found. Examination and electrical continuity testing of the returned portion of the percutaneous lead extending from the pump housing did not reveal any discontinuities or shorts. The shielding and bionate were examined and no marks or anomalies were found. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process and the pump operated as intended. In summary, the eval of the returned explanted pump did not reveal a device related issue that would have contributed to the observed thrombus formation. Device thrombosis is listed in the instructions for use as an adverse event that may be associated with the use of a heartmate ii left ventricular assist system,. Thrombus formation is complex, multi-factorial, and not necessarily related to a single physiological or device-related factor. A review of device history records for the returned devices showed no deviations from manufacturing or qa specifications. No further information is available. The MFR is closing its file on this event.